Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient still had a catheter in place, was still in the hospital, was a little out of it, and was medicated. Symptom data could not be collected at the time of the report because the patient hasn't tracked. They noted that they will have their catheter plugged on monday, will be plugging the catheter, and will try to hold their urine to train their bladder. As a result of what was reported, they were advised to contact their healthcare provider (hcp) with health concerns and for advice. Three days later, patient mentioned they were in the hospital again on (B)(6) 2019 and said they have a urinary tract infection (uti) and possible yeast infection; they believe the adverse events are caused by the catheter that's still in use. They also mentioned they are in severe pain and their ovaries hurt. They are planning on having the catheter removed on (B)(6) 2019 so the call agency advised the patient to contact their hcp for medical advice or if they had questions about their health. On (B)(6) patient said they were in the emergency room (ER) on (B)(6) 2019 with a uti and pain. They noted they were not feeling well. No device issue was reported and no further patient complications have been reported as a result of this event.